Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strip vial returned with strips from multiple vials - unable to test. Most likely underlying root cause mlc-58- user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for lo blood glucose test results. Mother is calling on behalf of the customer, her minor son. The customer is concerned with test results from results obtained of lo. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/29/2018 and open vial date is (B)(6) 2017. Customer's test strips are part of recall; customer also has boxes of two other lots of test strips that are part of recall. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: mom is concerned with lo results in the meter's memory.

Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Note: the test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer reported complaint for lo blood glucose test results. Mother is calling on behalf of the customer, her minor son. The customer is concerned with test results from results obtained of lo. The customer's expected fasting blood glucose test result range is 120 - 180 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification. The test strip lot manufacturer's expiration date is 06/29/2018 and open vial date is (B)(6) 2017. Customer's test strips are part of recall; customer also has boxes of two other lots of test strips that are part of recall. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:mom is concerned with lo results in the meter's memory.